Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a thrombosis treatment procedure, a guide wire detachment occurred. The patient was undergoing treatment of thrombosis in the tibial/popliteal arteries which were >90% occluded. A non bsc catheter was placed providing thrombolytics overnight. The next day, the journey guide wire was placed and a non bsc aspiration catheter was advanced over the wire. During withdrawal, the tips of both the aspiration catheter and the journey guide wire detached. The procedure was completed utilizing a non bsc atherectomy catheter. The wire fragment was able to be removed with a balloon catheter; however, the tip of the aspiration catheter remains in an unspecified vessel in the patient's foot. There were no additional patient complications reported and the patient's status was "excellent".